Manufacturer narrative:
IFU was reviewed and it includes shallow chamber and choroidal effusion as known complications and adverse reactions. Although complications occurred with patient, the valve was able to maintain pressure of its intended functioning. The device history record was reviewed and product was manufactured, tested, and released in compliance with our procedures.

Event description:
Pod1 deep ac with iop 11. Pow1 grade 1 shallow with iop 11, choroidal effusion. Pow2 grade 2 flat with iop 6, reformed with amvisc plus. Grade 2 shallow again 2 days later, iop 5 and reformed again with amvisc plus. Pom1 choroidals resolved, ac deep, iop 6.